Event description:
The customer reported that while the unit was in use on a patient, all the alarm led indicators lit up on the console and then the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.